Event description:
The pt received scs system on (B)(6) 2006. It was reported that the charger was taking 4-5 hours to charge the ipg. Replacement charger did not resolve the issue. The device is still in use. No pt complications were reported as a result of this event. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.